Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (serial #unknown) unknown egia su, unknown endo gia sulu, (lot #unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during service and maintenance, the representative was informed that the power handle did not fire. The user tried hard resetting and charging but still the device did not fire. A new adapter was used to resolve the issue. There was no patient involvement.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the adapter was connected to the gen2 adapter black box running gen2 acc software and the strain gauge was responsive. The data saved to the adapter was evaluated and showed that the adapter had reached the maximum number of procedures. The adapter was connected to an rpa clamshell and an rpa signia handle running v29.6 software. The handle displayed a white adapter swim lane showing that the adapter had no remaining uses. It was reported that the power handle did not fire. The reported issue was confirmed. The most likely cause was that the device had reached end of life. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.